Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a no disposable alarm. It was reported that this was causing inconvenience and disruption of care for the patients so the clinics are asking to not use that particular model. Upon additional information received, it was reported that they were experiencing problems with these specific disposable supplies for a long time at approximately 50 sites. No patient injury was reported.

Manufacturer narrative:
Other text: while performing a review of the complaint, it was discovered that the file was inadvertently assessed as reportable. The malfunction will not likely to cause or contribute to death or serious injury and no patient death, serious injury, and there is no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. This complaint file is no longer considered reportable, please disregard any reports associated with it.